Event description:
A peritoneal dialysis patient's contact reported that the cycler displayed the air detected in cassette message. The patient was filling at the expected rate after troubleshooting but then noted fluid leaking near the stay safe connector.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported that the cycler displayed the air detected in cassette message. The patient was filling at the expected rate after troubleshooting but then noted fluid leaking near the stay safe connector.

Manufacturer narrative:
Corrective data: date received by MFR date on follow up 1 was inadvertently left blank. The date should have been entered as 09/23/2017.

Event description:
A peritoneal dialysis patient's contact reported that the cycler displayed the air detected in cassette message. The patient was filling at the expected rate after troubleshooting but then noted fluid leaking near the stay safe connector.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported that the cycler displayed the air detected in cassette message. The patient was filling at the expected rate after troubleshooting but then noted fluid leaking near the stay safe connector.